Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have a missing dose segments in the dose display. When the dose was dialed to 10, the one was missing. The one was also missing when dialing past ten. This humapen memoir burgundy pen was associated with product complaint 1428389, lot 0906c02. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for an unspecified length of time. The patient continued to use the humapen memoir burgundy pen body. Update (B)(6) 2010: upon internal review, edited narrative to clarify product was humapen memoir and that patient continued to use pen.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the caller stated that when he dials past 9, segments in his memoir pen's display are missing. The device (lot number 0906c02, manufactured in june 2009) was not returned for investigation, therefore, no root cause or corrective action could be determined. However, the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have a missing dose segments in the dose display. When the dose was dialed to 10, the one was missing. The one was also missing when dialing past ten. This humapen memoir burgundy pen was associated with product complaint (B)(4), lot 0906c02. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for an unspecified length of time. The patient continued to use the humapen memoir burgundy pen body, and the pen was not returned. Update 28-sep-2010: upon internal review, edited narrative to clarify product was humapen memoir and that patient continued to use pen. Update 27-oct-2010: additional information received 27-oct-2010 via global product complaint database. Added device specific safety summary, amended EU/ca fields, and amended narrative.